Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient did not follow proper disconnection/reconnection procedures and left an open clamp on an unused supply line. These are known causes of the reported alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain one of three drain of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient did not follow proper disconnection procedures and then reconnected. It was also learned that the patient left a clamp open on an unused supply line. Technical service representative (tsr) reviewed the proper procedures per the user manual. The tsr had the patient cycle the power on the device to clear the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.